Manufacturer narrative:
The manufacturer did not receive devices for review but it was mentioned by complainant that it will be returned . X-ray pictures were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb df plate on the right side and underwent a revision surgery after 18 months due to plate breakage.

Manufacturer narrative:
Device history record: the device history records were reviewed and found to be conforming. No trend considering the following event is identified: fracture. Event summary: it has been reported that a right femur plate consisting of 9 holes fractured. Patient was implanted with ncb femur plate on (B)(6) 2016 and experienced plate fracture on (B)(6) 2018 (18 months post implantation). The patient underwent a revision surgery on (B)(6) 2018. Review of received data: 5 images with a total of 9 x-rays have been received (nov 07, 2016 ap / lateral, nov 14, 2016 2x ap lying / 2x lateral lying, may 18, 2018). The following x-ray analysis has been performed by a health care professional. Nov 07, 2016: femur right ap / lateral view: recognizable cemented total knee arthroplasty. Femoral spiral fracture, about a third of the width of the stem is dislocated supracondylar. The proximal fragment is medially and ventrally dislocated with a slight buckling. Nov 14, 2016: femur right 2x ap lying / 2x lateral lying view: lateral stabilization with an osteosynthesis plate. Distally, the plate is fixed with screws in the condyle. Proximal, above the fracture area recognizable fixation of the proximal fragment with 6 screws and an additional wire cerclage in the area of the lowest screw at the end of the proximal fragment. The proximal fragment is comparable to the distal fragment laterally displaced by about half of the femur width with a slight buckling laterally. On (B)(6) 2018: femur right ap lying / 2x lateral lying: no detectable bone healing in the area of the fracture. The fracture margins are sclerosed, partially recognizable bony resorptions in the fracture area. The osteosynthesis plate is broken in the area of the unhealed fracture. The proximal fragment is laterally dislocated with fixed plate and radiologically undamaged wire cerclage about 20 degrees laterally. X-ray summary on (B)(6) 2016, radiologically visible dislocated supracondylar periprosthetic femoral fracture with cemented total knee replacement. Three days later on november 14, radiologically recognizable laterally by means of screws and a wire cerclage attached osteosynthesis plate. The fracture is not reduced, the proximal fragment is shifted laterally by about half of the femur width. 18 months later on (B)(6) 2018, radiologically recognizable breakage of the plate in the area of an unhealed fracture with a clear indication of a nonunion. Devices analysis. Visual examination. The broken plate was returned for investigation without sub components like screws or cerclage wires. The fracture occurred through the middle of the 9th, the most distal screw hole from the proximal end. No screw was placed in the fractured screw hole. The non-bone-facing implant surface shows multiple surface defects, especially scratches all along the implant. Further, dark marks can be found on both, the proximal and the distal, part. Some of the scratches and dark marks are marked in image. Dark marks can also be seen on the chamfer of the fractured screw hole on the distal part. The screw threads do not show any considerable imperfections. The bone-facing implant surface shows scratches on the distal part. No dents or drill marks can be seen at the screw holes of the proximal part. On the distal part one screw hole shows a drill mark. The fracture surfaces show large area of polished surfaces which can be attributed to the contact between the parts after the fracture. On the polished surfaces the initial fracture surface is no longer recognizable. On both fracture surfaces characteristics point to a fatigue fracture. On the distal part beachmarks can be recoginzed. On both fracture surfaces the fracture origin is located at the beginning of the chamfer on the non-bone-facing side. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis. Root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, as the x-rays show that cerclage wires were used. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. And according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material => not possible, as the investigation did not reveal any signs of corrosion. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible, as no issue was detecetd on the provided x-rays. Breakage of implant due to wrong interpretation of x-ray template for dimensions not possible, as no issue was detecetd on the provided x-rays. Breakage of implant due to user perform inadequate force to the plate possible, as an inadequate application of force may lead to a reduced mechanical strength of the plate, which increases the risk of a plate fracture. Breakage of implant due to user define incorrect placement of the spacers and plate not possible, as no spacers were used and the x-ray evaluation did not confirm any malposition of the plate. Breakage of the implant due to user performes inadequete forces to the plate possible, as an inadequate application of force may lead to a reduced mechanical strength of the plate, which increases the risk of a plate fracture. Breakage of the implant due to user perform improper handling of the plate during insertion possible, as it remains unknown whether some of the detected surface defects have been introduced during implantation. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw not possible, as the x-ray evaluation did not reveal wrong angular direction of the screws. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction possible, as no information about the postoperative protocol is known. Breakage of the implant due to patient do not follow the postoperative protocol possible, as no information about the postoperative protocol is known. Breakage of the implant due to patient do not follow the postoperative protocol possible, as no information about the postoperative protocol is known. Conclusion summary: it was reported that a right femur plate consisting of 9 holes fractured. Patient was implanted with ncb femur plate on (B)(6) 2016 and experienced plate fracture on (B)(6) 2018 (18 months post implantation). Thus, the patient underwent a revision surgery on (B)(6) 2018. The broken plate was returned for investigation without sub components like screws or cerclage wires. The x-ray analysis confirmed the supracondylar periprosthetic femoral fracture. Radiologically, recognizable laterally by means of screws and a wire cerclage attached osteosynthesis plate. 18 months later on may 18, 2018, radiologically recognizable breakage of the plate in the area of an unhealed fracture with a clear indication of a nonunion. No surgical report or any other case relevant document was provided. Based on the returned product (ncb plate without screws or cerclages) and the given information the complaint could be confirmed. The visual examination confirmed the fracture of the ncb plate through the 9th, the most distal screw hole, starting from the proximal end. The characteristics of the fracture surfaces point to a fatigue fracture. The plate fracture occurred after 18 months in-vivo. It was reported that the bone fracture was not consolidated. Further, the female patient, age of 86, has a bmi of 36 which is class ii obesity. Therefore, it is possible that due to the patient's age, the obesity and other comorbity the bone healing process was reduced leading to a delayed or a nonunion bone fracture. Consequently, it is possible that the applied forces on the plate were higher and/or for a longer period of time than intended, which may reduce the performance of the plate. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at time of production. Therefore, based on the given information and the results of the investigation, we assume the reduced bone healing process as a possible cause for the plate fracture. Nevertheless, based on the results no specific root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.